Event description:
A caller reported a malfunction on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction recurs, which the caller acknowledged and understood.